Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three on the home choice (hc). The home patient (hp) cycled power and received a cascading alarm. The hp cycled power again and the hc went to press go to start. The technical service representative (tsr) determined through troubleshooting that the hp had disconnected and reconnected to the patient line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting and reconnecting is a known cause of the alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.